Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The returned cartridge was evaluated with no trouble found. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 27 dec 2023 from a healthcare professional (hcp) regarding a 62 year old male patient with diabetes, end stage renal disease, a central venous catheter, and approved for performing solo home hemodialysis, who stated the patient expired during treatment on (B)(6) 2023. Additional information was received on 02 jan 2023 from the htn who stated the patient was found ¿partially connected¿ to the device on (B)(6) 2023. Per the htn, the cause of death has not been established.